Event description:
Customer reported that they found the master chain link and the securing clip from the gantry chain, lying on the treatment room floor. This issue occurred at the intersection of the gantry and the stand. No serious injury was reported as a result of this event.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional f/u to this MDR is expected upon completion of the investigation.